Event description:
As reported by the user facility: brief inquiry description: micro bubbles of air in the streamline arterial line. Detailed inquiry description: during treatment initiation, cht connected bloodline pt connector to the needles, following correct technique. Microbubbles were noted in the arterial line though tout the treatment. Venous chamber was full initially, but by the end of treatment there was about 2 inches of air on top of the venous chamber. When cht attempted to connect the arterial line to the locksite for rinse back, he was unable to make a secure connection the threaded connector kept spinning. More air noted in the arterial line during rinse back. The cht had to hold the connection to ensure it wouldn't come apart during rinse back. Blood was returned.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of two used samples were submitted to the manufacturer for evaluation. All samples underwent visual inspection, during which no defects or abnormalities were identified. The luer taper test was conducted, the sample did not meet the required performance criteria at both patient connectors. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.